Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The present instrument was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. All 3 prongs are completely broken off. The broken surfaces are homogenous, which indicates material conformity. Based on these findings we conclude that the cause of breakage is not due to any manufacturing non-conformances. We suppose that far too much mechanical force had been applied during the bone graft retrievement, which resulted in the breakage of the prongs. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, three prongs snapped off of a shaft for trephine attachments. The procedure was a bone graft retrieval and open reduction internal fixation (orif) of the clavicle using a clear crest graft. All broken parts have been retrieved and returned. No additional information is available. This is report 1 of 1 for complaint (B)(4).